Event description:
It was reported during a ptca/stent procedure that an attempt to primary stent (contrary to IFU) a proximal diagonal with moderate tortousity and mild calcification was made. The stent delivery system was having trouble crossing the lesion. The sent delivery system was removed from the pt when it was noticed the stent had separated in the diagonal. Attempts to snare the stent were unsuccessful. The pt was sent to surgery for a three vessel bypass. The separated stent was not retrieved in surgery. The pt is reported to be doing well.